Event description:
It was reported to boston scientific that during the third or fourth biopsy in a prostate procedure, using the trupath biopsy device, kept snapping when trying to remove the biopsy. The biopsy sample flew off the gun and landed on the pt. A second gun was used and during the 10th biopsy, the physician had to use both hands to cock the gun. The biopsy was successfully obtained, but the physician felt it required additional force. The physician completed the procedure with another of the same device, with no pt complications.

Manufacturer narrative:
A review of the device history record revealed no issues that could be associated with this incident. Tru path biopsy needle (18g 21cm) was received, functional check found the device would not arm. The device was disassembled and no defects with any of the internal components was found. The root cause for this complaint is unk.